Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed a fractured cathode coil near the terminal end and also high impedance allegation was confirmed with x-ray observation of the fractured. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of damaged/defective electrode end allegation due to helix and lead tip appear normal.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to out of range impedance. Also, it was suspected that the screw mechanism was broken. This lead was then successfully replaced. No adverse patient effects were reported